Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No add'l service info was provided.

Event description:
It was reported that a white mark appeared on the image, and the image split in two. This will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.